Event description:
Event description guidant received information that the pacing impedance for this left ventricular transvenous pace/sense lead is over 2000 ohms. All measurements were reported to be okay two months ago. The health care practitioner noted that an x-ray would be performed as there is also no capture noted. The caller inquired how to turn off the lv lead for this device until the issue is resolved.